Manufacturer narrative:
Evaluation summary: the analysis results found that the atw45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies related to the event description were found during the mfg process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lobectomy, the device cut but did not staple. There was minor bleeding that the surgeon was able to stop. No pt consequences were reported.